Manufacturer narrative:
(B)(4) initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up in error. Additional information, including device details, has been requested, and if received will be provided in a supplemental report upon completion of the investigation. Device manufacturing records will be reviewed upon receipt of the appropriate device details. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute and admission that the device, reporting entity, entity's representative or distributor caused or contributed to the event.

Event description:
Cormet revision of the right hi[ after 6 years and 6 months. Reason for revision is unknown.